Event description:
Customer called to report low blood glucose levels. Customer was admitted as an inpatient for medical treatment for low blood glucose levels. Blood glucose value at the time of admission was in the low 50's may be 38 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.